Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the lcp distal ulna plate for the fracture of the distal ulna. The surgeon drilled through the lcp drill sleeve as usual for locking the plate. When the surgeon was removing the drill sleeve, the drill bit broke and remained in the body. The surgeon managed to remove the fragment of the drill bit. The surgery was completed successfully within 30 minutes delay. According to the surgeon, she did not do forceful drilling, and the event occurred by normal surgical techniques. The surgeon commented that there were not any health hazards in the event; however, she requested the investigation for the drill bit because she could not wipe out the problem of the drill bit. No further information is available. This report is for one (1) drill bit ø1.5 w/marking l96/82 2flute. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10, e1, e3, g1, h3, h6: part: 310.507, lot: f-31455. Manufacturing site: werk selzach. Release to warehouse date: january 22, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drill bit ø1.5 w/marking l96/82 2flute was found to be broken from the tip, fragment was returned. A dimensional inspection for the drill bit ø1.5 w/marking l96/82 2flute was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø1.5 w/marking l96/82 2flute would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. *********************************************** drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - drill bit ø1.5mm, w/marking device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d9 g2.